Event description:
Dr. Had completed lysis procedure and when he withdrew the catheter, he noticed that it had unravelled and the tip of the catheter was missing. Patient was examined under x-ray and it was discovered that a small section of the catheter tip (5mm) had remained in the patient's epidural space. Dr. Chose to leave the piece in the patient.